Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and during the procedure the impedance could not be displayed. The navi-star¿ thermo-cool¿ electrophysiology catheter was exchanged for another catheter (unspecified) to complete the case. There was no patient consequence. The issue of no impedance displayed is not a reportable malfunction. On 4/30/2018, the bwi failure analysis lab (fal) received the device for evaluation. Initial visual analysis identified an ¿opening at the tip between two ring electrodes, approx 0.8 cm from the tip. Internal parts are exposed.¿ the issue of internal parts being exposed is a reportable malfunction. As such, the awareness date for this record is 4/30/2018 because this is when the bwi fal identified the reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and during the procedure the impedance could not be displayed. The navi-star¿ thermo-cool¿ electrophysiology catheter was exchanged for another catheter (unspecified) to complete the case. There was no patient consequence. The issue of no impedance displayed is not a reportable malfunction. The bwi failure analysis lab (fal) received the device for evaluation. Initial visual analysis identified an ¿opening at the tip between two ring electrodes, approx 0.8 cm from the tip. Internal parts are exposed.¿ the issue of internal parts being exposed is a reportable malfunction. Product evaluation details: the device was inspected and a hole was found in the peek housing area, internal parts are exposed. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 1. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Then, the catheter was connected to the stockert generator and no impedance vales were observed. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the electrical wire breakage and the damage on peek housing cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Corrections: (B)(4). Manufacturer¿s ref # (B)(4).